Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with increasing dypsnea, syncope, and chest discomfort. The patient went into a sustained ventricular tachycardia while in the ER and was treated with medication. Patient was admitted to ICU with no further vt at this time but was experiencing symptoms of cardiogenic shock. It was determined that a ventricular assist device (vad) should be implanted. The patient could not tolerate lying flat and was intubated due to shortness of breath. During placement of a central venous catheter, the patient went into vt. Acls protocol was initiated. The patient returned to spontaneous circulation after about four minutes. An arterial line was placed; hematoma was noted at this site. The patient was reported to have some seizure activity/posturing and anti-seizure meds were administered. Implant of the vad was then completed. The patient went into pea rhythm and after chest compressions were started, the family requested the compressions to stop. The patient expired.